Event description:
It was reported that noise due to oversensing was observed on the right atrial (ra) lead. The ra lead was revised during device replacement for normal battery depletion. During revision, it was observed that the suture sleeve tie down was attached to the lead insulation, rather than the suture sleeve. The ra lead was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported events were sensing noise and misplacement of the suture sleeve. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood and tissue. The reported event of noise was confirmed. Visual examination found multiple abrasions breaching the inner insulation and exposing the inner coil caused by external forces. The cause of the reported event of noise was isolated to the exposed inner coil at the abrasion zones.

Manufacturer narrative:
The reported events were sensing noise and misplacement of the suture sleeve. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood and tissue. The reported event of noise was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination did not find any anomalies with the exception of procedural damage.